Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a call from a patient who reported that this mitral annuloplasty ring was implanted and explanted during the same procedure. The device was replaced with another mitral annuloplasty ring for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this patients 32 mm mitral annuloplasty ring was implanted and explanted during the same procedure for unknown reasons. It was replaced with a non medtronic 36 mm bioprosthetic valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.